Manufacturer narrative:
The device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: during investigation, the pump was returned and the keypad cover was found to be undamaged. The up button was found to be intermittent. The keypad cover was opened, and the up contact was found to be damaged. Unrelated to the original complaint, the battery compartment was found to be cracked from the threads to the case seal left of the grip pad.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow button was under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.